Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a battery error code occurred (code unknown at this time). After further investigation by the user facility, the unit was not holding a charge and battery was leaking. As a result, an alternate battery was employed. No other details regarding the nature of this event were provided.